Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found intermittent image loss. Additionally, there were findings of a failed leak test. Based on the results of the investigation, it is likely that the following led to the malfunction: a faulty charge-coupled device and a damaged toric joint/packing joint. The most probable cause of the complaint was traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had no image. There was no error message. The issue occurred during a therapeutic procedure (laparoscopic cholecystectomy). No other devices connected to the subject device when the failure occurred. The procedure was completed using a similar device. There were no reports of patient harm.